Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported there was a ventilator failure. No patient injury reported.

Manufacturer narrative:
The investigation was performed based on the initially provided information as no device log file and no replacement parts were provided. According to the description of the event three error codes were recorded which are associated with the reported event. The error code m006 is logged if the patient airway pressure is less than -10mbar. As already at a patient airway pressure level of -5mbar a corresponding "pressure negative" alarm is posted the user was informed about the situation before. The error code m007 is logged if the ventilator cylinder pressure is less than -15mbar. Before occurrence of the m007 error the device tries to improve the situation already at a pressure level of app. -8mbar by opening the auxiliary air valve within the ventilator lid to let ambient air flow in. Obviously this measure was not successful as finally a third error was logged that an excessive piston current was detected. It can be assumed that this error was caused by the fact that the fresh gas flow setting was still too low and the auxiliary air valve did not open as expected so that the pressure within the cylinder dropped so low that the motor could not pull down the piston anymore against the negative pressure within the cylinder. Furthermore every time a m006/m007 is logged previously a ¿fresh gas low¿ alarm is posted so that the user is informed about the situation and has time to react accordingly by increasing the fresh gas flow. Obviously this was not done by the user in this case. In case of a m006 or m007 error, the piston pressure controller stops the ventilator temporarily and the device alarms accordingly with ¿ventilator fail¿. In case the device shuts down automatic ventilation, the device will generate according alarms. Monitoring and manual ventilation remains functional. Finally it can be concluded that the root cause of the ventilator failure was a combination of a too low fresh gas flow set by the user leading to a negative pressure and a not properly working auxiliary air valve. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. During service activities the safety valve was replaced. This valve is responsible to open at high cylinder pressure so is not in context to the issue reported above. It is recommended that the machine is checked according to ipm(l) before putting it back into operation.

Event description:
Please refer to the initial report.